Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that ¿the thing was not helping them at all,¿ they were still having the same problems they were having before, the reason they called last week. The patient reported they were in constant pain, they¿ve woken up twice and haven¿t been able to move their legs, they got shocks in their back, hips, and legs and they were mad. The patient also mentioned that they had an emergency when they lost control of their bowels when they called last. The patient stated they were ¿ready to rip it out at home.¿ the patient was advised to contact their healthcare provider regarding the therapy and other symptoms mentioned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said she has the device for the bladder. She said she lost control of her bowl earlier, having bowel incontinence. She wanted to know if the stimulator could be the cause. No further complications were reported/anticipated.